Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent stenting in the pre-dilated mid left anterior descending (lad) artery with one 3.0 x 15 mm xience v stent. On (B)(6) 2011, the patient was re-admitted for recurrent chest pressure, shortness of breath, and diaphoresis. The patient underwent a diagnostic coronary angiogram. On (B)(6) 2011 the patient underwent percutaneous revascularization in two vessels, one of which was in the index mid lad. The event resolved on (B)(6) 2011 and the patient was discharged on (B)(6) 2011. There was no adverse patient sequela. There was no additional information provided.